Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a partial laparoscopic nephrectomy procedure, after multiple uses the white plastic tip broke off. A new device was opened and used to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad properly attached to the clamp arm; however, it was found to be damaged, melted and 100% present. The device was connected to a test handpiece and gen11 and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.